Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that that this right atrial (ra) lead was explanted. Additional information indicated that this lead had dislodged. This ra lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was discarded. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Additional information received from the field representative confirmed the dislodgement. This ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.